Manufacturer narrative:
The reported malfunction was observed and attributed to an open etch on an integrated circuit on the control board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.